Manufacturer narrative:
The hamilton-g5 ventilator generated technical faults and displayed visual artifacts (lines on the screen) during operation; however, ventilation reportedly continued until the device was replaced, and the patient was manually ventilated (bagged) during the switch. No harm to the patient was reported. The logfile shows several technical faults with the alarm "ventilation unit connection lost" on (B)(6) 2025. Log file analysis shows multiple technical faults related to ipp/watchdog and screen communication (e.g., tf 2454, tf 9950, tf 9958) along with a lost connection to vup event, indicating instability in internal communication and display/control subsystems. Concurrently, there were cascades of alarms (low pressure, disconnections, loss of peep), likely secondary to system instability rather than primary pneumatic failure. Power-related events (loss of mains power) were also recorded around the same timeframe, potentially contributing to system disruption. No information regarding correction or repair actions was provided despite follow-up requests, and no recurrence for this device has been reported. This case is considered closed.

Event description:
Hamilton medical ag received the following event description: according to the end user the ventilator was alarming with technical faults and lines on the display appeared but the ventilation continued. The patient was bagged and the device was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: according to the end user the ventilator was alarming with technical faults and lines on the display appeared but the ventilation continued. The patient was bagged and the device was exchanged. No harm to the patient was reported. The log file shows several technical faults with the alarm "ventilation unit connection lost" on (B)(6) 2025. Further inquires has been sent to the customer to confirm the correct date of the incident.